Event description:
Spontaneous. Patient's niece reports patient needs both pumps replaced since both are having issues with low battery alert serial numbers (B)(4). Patient had to go out and buy batteries and was able to get one pump to function. Per niece, patient was off med for about an hour and did experience nausea. Adverse event for pumps reported separately. Patient was advised by doctor to call pharmacy to have both pumps replaced. Patient's niece also reports having had two instances of tubing and cassettes leaking; dates unknown. Niece is not able to provide lot number for cassettes and tubing as they were thrown away. Md fax number is (B)(6). Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; are the actual products available for investigation? No; did we MFR replace the device? Yes; did the pt have a backup products they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.